Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable would stop charging if there was any movement to the pump. The customer was able to use an alternate usb, which charged the pump successfully. There was no reported impact to the customer's blood glucose level.